Event description:
Additional information received reported that the revision was completed for an additional lead for new right leg pain. It was noted that the patient continued to have excellent coverage of left chest pain. If additional information is received a follow-up report will be sent.

Event description:
It was reported that the patient was to undergo a surgical revision of their implantable neurostimulator (ins) system to add a second lead component in addition to the existing one lead. The reason for the revision was not determined. The revision was planned for may 4, 2015. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n365856, implanted: 2014-(B)(6), product type: accessory. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)